Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they have tmj. They were examined by their dentist and the dentist stated that the aligners caused them to have tmj. The patient also reported that they followed the instructions, but the pain became so intolerable they went to an urgent care. The doctor at the ER advised to stop using the aligners and speak further with a dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.